Manufacturer narrative:
Further troubleshooting was performed, and it was determined that the cause of the black display issue during system bootup, was traced to a malfunctioning user interface (ui) board. The engineer replaced the faulty printed circuit board assembly (pcba) ui board, resulting in normal boot behavior and restored functionality, meeting all performance specifications. Adhering to the v60 service manual. The issue has been resolved with the replacement, and the device has returned to normal operation, cleared for use, with no reported accidental damage or patient impact. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer reporting that the non-invasive ventilator displayed a black screen during system bootup, preventing normal operation. User was unable to operate the device due to system failure. The issue occurred while the device was outside of clinical use, and no patient was connected at the time of the malfunction. No patient involvement or harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that the device exhibited a black screen during boot sequence. An alarm was noted during the process. No error code was recorded. Issue could not be replicated during remote diagnostics. It is suggested a potential fault in the display or control board. Further on-site troubleshooting was recommended to confirm the root cause. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: (B)(6).